Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after implantation the patient experienced syncope, bradycardia, asystole and arrhythmia. It was also reported at this time the right ventricular (rv) lead had dislodged and perforated the heart with an x-ray revealing the rv lead tip to be in the cardiac shadow. It was also reported that the rv lead exhibited an abrupt increase in thresholds, which remained high. Non-capture and a deterioration in sensing were also observed on the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that a lead impedance warning occurred on the rv lead and a polarity switch occurred.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.